Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and fever. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, and frequency were not reported) for peritonitis. The patient¿s outcome was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.